Event description:
Revision surgery due to leg length discrepancy 1 yr and 3 months post op, the stem was revised.

Manufacturer narrative:
Document review: amistem h femoral stem size 0 std - ref. (B)(4) / lot 100534 (55 stems produced). All parameters were found to be conforming to specifications valid at the time of mfg. Forty three stems belonging to this lot have been already implanted and no incidents have been reported up to now. It was reported that, during a control of the pt, the surgeon realized through the examination of the x-ray, that the leg length and the off-set were wrong. The root cause of the event is highly likely a wrong eval of the size and the off-set of the implant during the surgical planning.